Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary hmnvmspx4b, drawer failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer seven was failed and unable to recover. The field service engineer (fse) downed device and obtained keys from the client, opened back case and inspected drawer, receded all connection, close back cabinet return keys to the client and powered device back on. Opened drawer and removed all pockets. There were multiple med packets and debris between and underneath pockets that was causing the hardware failure. The system functioned as intended after the field service engineer repaired the device.